Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in 2 pieces. There was blood on the device and inside the lumen. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The outer diameter (od) of the undamaged section of the distal shaft was measured using a calibrated laser micrometer. The maximum outer diameter (od) met specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was pulled out of the collar; however, the ptfe was still attached to the proximal shaft weld area. Microscopic examination presented damage to the tip. The guide catheter that was used in the procedure was not returned for analysis. A mach 1 was used for functional testing. Functional testing was performed by inserting the guidezilla through the hub of the mach1 guide catheter. The guidezilla was able to advance through the guide catheters up to the separated end. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. During a left heart cath radial approach, the physician inserted a non-bsc guide and a 6f runway guide into a non-bsc sheath and the guidezilla was advanced over a non-bsc guidewire; however resistance was met. Upon removal, the guidezilla shaft broke. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. During a left heart cath radial approach, the physician inserted a non-bsc guide and a 6f runway guide into a non-bsc sheath and the guidezilla was advanced over a non-bsc guidewire; however, resistance was met. Upon removal, the guidezilla shaft broke. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).